Event description:
It is reported that the pt was revised due to pain. During surgery, the surgeon found that the liner was broke. The surgeon also expressed concerns of corrosion between the head and neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.